Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented at 1 day post op with striae in the left eye (os). The patient was brought to laser suite and the flap was repositioned. Post op visual acuity sans correction (vasc) as of (B)(6) 2015: 20/20 right eye (od), 20/30 os